Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the hand control overheated and became hot before the procedure began. The procedure was completed with a backup hand control of the same make. No injuries or complications were noted as a result.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating and motor stall error was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.